Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of no delivery alarm on their insulin pump. The customer's blood glucose at the time of incident was unknown. Troubleshooting was conducted for the no delivery alarm. The device was found to be operating normally. However, the customer did state that the reservoir is leaking where the plunger is. The customer is being sent out a replacement reservoir, but the customer declined to troubleshoot for leak on the reservoir.